Manufacturer narrative:
The event occurred in (B)(6). Device not available for return.

Event description:
Caller reported, "accu-chek safe t pro plus dissociated itself and the nurse pricked herself". No adverse event was reported. The device is not available for return, the lot number is undetermined.